Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening. A microscopic analysis was performed which identify crease sharp opening on posterior. Stress mark. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.